Event description:
It was reported that during an implant procedure, the lead was unable to capture or sense. Changing the lead position several times was unable to resolve the issue. The lead was successfully removed and replaced to complete the implant. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events of ¿could not sensing r waves¿ and not capturing at highest voltage were not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination showed the inner coil at the connector region was overtorqued consistent with procedural damage. Visual inspection of the lead did not find any anomalies.